Manufacturer narrative:
The customer reported that after taking a medrol dose pack that the hypersensitivity has resolved. It was reported that the patient is doing well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a venaseal closure system to treat 1 segment of the great saphenous vein(gsv. The procedure was completed without any issue and the IFU was followed during preparation, procedure and post procedure. The patient presented with a hypersensitivity reaction on the lower leg. The physician prescribed medrol dose pack. The patient has been reported to be improving.